Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported that carelink is unable to upload pump data. Inserted a test p-cap into the retainer ring, and it locked in place properly. The insulin pump passed displacement and self tests. The insulin pump data was unable to be uploaded using carelink. During the subsequent boot up, the unit returned an unexpected pump error. Thus software was utilized and uploaded trace/history files properly. The adapt tool lists the following pump errors which could trigger a critical pump error: pump error (file number = (B)(4), line number = (B)(4)) @ (B)(6) 2022 12:31:07.000 which was when the pump error occurred in house. According to the software r&d pump analysis log this particular error is triggered when the unit attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the insulin pump. In summary, the customer¿s report that carelink is unable to upload pump data was confirmed. The inability to upload from carelink is due to the pump error (file number = (B)(4), line number = (B)(4)) which in turn is due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that no connectivity with carelink system. No harm requiring medical intervention was reported. The device will be returned for analysis.